Event description:
It was reported that patient had difficulty with recharging and that the implant was too deep. Healthcare provider (hcp) was going to do a revision today but cancelled because the implant wasn't charged. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the physician cancelled the revision because the pt did not have the battery charged enough to do impedances. Rep reported the revision has been rescheduled for july 30. Rep reported the charging and implant too deep issues were because the patient lost a bunch of weight and it had made it difficult to charge. As a result, the pt needed to have a pocket revision as the battery was too deep at the moment. Pt was scheduled on july 30th to revise the battery so they could charge normally. The information has been confirmed with the physician. MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
Note that the h.6. Codes have been medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.